Event description:
It was reported that through remote transmission, wireless communication was unable to establish with the device. The asymptomatic patient was brought into the clinic and a new firmware download was performed successfully. A connection was re-established with the device and the transmitter without any issues. There were no adverse consequences to the patient.